Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9175710, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the bottom of the package was opened. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was an operator error. The packaging process utilizes a scale and vision system to detect and missing or extra product and then rejects them for inspection by the packaging operator. The manufacturing facility has been notified of this incident and the findings. A training was held for all packaging operators to ensure that each package is being inspected correctly. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that when shelf pack of bd angiocath¿ pnk 20ga there were 5 unit packages that were damaged, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: when opened the package in the operating room, it found that the outer package of 5 products was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when shelf pack of bd angiocath¿ pnk 20ga there were 5 unit packages that were damaged, thus affecting sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: when opened the package in the operating room, it found that the outer package of 5 products was damaged.